Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed that the catheter was fractured. Evaluation revealed a kink proximal to the fractured location. If the catrx is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kinks along the length of the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, non-penumbra guide sheath, and a .014 guidewire. During the procedure, while advancing the catrx over a guidewire to the target location for the first pass, the physician experienced resistance and decided to retract the catrx. Upon retracting the catrx, the physician continued to experience resistance and the catrx fractured over the guidewire. The physician removed the guidewire and the fractured catrx together as a unit. The procedure was completed using a new non-penumbra catheter with the same sheath and same guide sheath. There was no report of an adverse effect to the patient.